Event description:
T was reported that the patient with a cardiac resynchronization therapy defibrillator (crt-d) experienced potential chest pain symptoms attributed to non-ischemic cardiomyopathy. The health care professional (hcp) observed rapid pacing driven by fast intrinsic atrial rates and inquired about pacing at 145 beats per minute (bpm). The boston scientific technical services consultant (ts) explained that atrial rhythms intermittently appeared fast, and with a maximum tracking rate of 145 bpm, the device reached its limit and recorded episodes as pacemaker-mediated tachycardia (pmt). Subsequently, the crt-d was explanted due to infection and replaced with a different model. No additional adverse effects were reported.